Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was clogging during procedure. The procedure was completed successfully.

Manufacturer narrative:
Alleged failure: hi (B)(4)! Could you help me process a complaint on the below lot number of suction irrigators? Today I had a customer that is very familiar with our ahto irrigator go through 4 consecutive ahto tubesets because of clogging in the body of the handpiece during suction. The issue was resolved when a different lot number was pulled. This is a high profile customer, and I want to do right by them. Can we replace the current product at the account via out of box failure? Lot: 21081fg2; quantity at account: 24 (4 boxes). Product will be returned for evaluation. Salesforce case number (B)(4) the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could bio burden substance from the use of the instrument port, or normal use. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was clogging during procedure. The procedure was completed successfully.